Manufacturer narrative:
The reason for the revision reported in (B)(4) cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information and product information were not provided. D1: corrected h6: corrected health effect and investigation clinical codes.

Manufacturer narrative:
D10: concomitant devices unknown. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 51 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. The plaintiff has suffered from pain, stiffness, discomfort, and weakness which in turn negatively affected plaintiff's mobility and quality of life and necessitated a revision surgery. Plaintiff endured pain following surgery and during the rehabilitation period which required physical therapy. Plaintiff's ability to perform normal physical activities has been consequently limited. No further issues or complications were reported. No additional information is available.